Manufacturer narrative:
The device code listed is applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stimloc_acc, serial# unknown, product type accessory. The stimlock screw was broken due to over torqueing; the screw was severely damaged. Suspected tool marks were observed on the screw shaft. The head of the screw was also sheared off. Upon review of the analysis results, it was determined that (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1hk4x, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported during the deep brain stimulation (dbs) surgery, an electrode "screw slipped" was found when testing the electrode. A new replacement electrode was used to complete the surgery. It was indicated it was unknown if any troubleshooting had been performed, and the cause was unknown. No complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the representative reported the doctor could not connect the lead and the extension because of screw slip issue. The cause of the screw slip was unknown. No complications were reported/anticipated.